Event description:
A caller reported a power source alert with their device but confirmed there was no adverse impact to their blood glucose level as it did not exceed 500 mg/dl. The caller was using a third-party wall adapter instead of the tandem wall adaptor. Technical support instructed the caller to plug the wall adapter into a known working outlet and wait for at least 30 minutes to see if the device begins charging. The customer was advised to call back if the issue was not resolved.